Event description:
A physician reported that while performing the 10th lesion during a prosstiva treatment, the hand piece trigger began to stick. He proceeded to deploy the 11th lesion and the needle length selector dial became completely disengaged. The physician was unable to disassemble the hand piece and had to pull the device out of the patient with the needles deployed. The patient was kept at the physician's office because he was experiencing hematuria; at that point, the physician made the decision to send him to the hospital where he was later reported as stable. The patient was admitted but was released the following day with a foley catheter placed to aid in healing. The patient is expected to have a good outcome.

Manufacturer narrative:
Device evaluation and investigation currently in progress, once results are available a supplement will be filed.

Manufacturer narrative:
Engineering analysis determined that the pad on the sheath block had fallen off causing the sheath block catch mechanism to not properly block after decoupling from the needle block.